Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 2/14/2018, belt: 11/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital with staff present at the time of passing. Prior to passing, the patient received an appropriate treatment from the lifevest. At 8:03:22 am, the patient received the treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 200 bpm. The post-shock rhythm was sinus rhythm at 60 bpm. Per the patient's longterm ECG recordings, from 8:22:30 am to 8:53:32 am, the patient was in sinus tachycardia at 100 bpm degrading to vt from 140 bpm to150 bpm self-converting to af from 90 bpm to 140 bpm. The af degraded to vt from 200 bpm to 210 bpm with rb use. Review of the downloaded data indicates that the patient entered vt at 8:52:01. From 8:52:01 to 8:53:13 am, no treatment sequence was initiated as the patient's morphology during this time too closely matched the morphology of the patient's baseline recording. The lifevest did detect the vt arrhythmia at 8:53:27 am, however the response buttons were pressed, further preventing the treatment from being delivered. A non-lifevest defibrillation was delivered by hospital staff at 8:53:27 am. The patient's rhythm at the time of the external defibrillation was vt at 170 bpm slowing to an idioventricular rhythm at 75 bpm two seconds before the shock was delivered, and the post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR artifact. The electrode belt was disconnected at 9:07:20 am. CPR artifact was obscurring the patient's rhythm at the time of electrode belt disconnection. The patient reportedly passed away at 9:24 am on (B)(6) 2019. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing. Morphology matching the baseline, response button usage, and an external defibrillation prevented the lifevest from delivering a second treatment to the patient.